Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The replaced personality module surgeon console (pmsc) was returned for failure analysis. This unit was installed into a test system. A video test was run, the sine cycle was run for a minute, 10 power cycles were performed, and the system sat idle for 1 hour. Failure analysis could not replicate the reported issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv) and the personality module surgeon console (pmsc) to resolve the image issue. The system was tested and verified as ready for use. Isi received the hrsv to perform failure analysis. The hrsv was placed on an in-house testing system and booted up normally but did not produce an image in the right eye. The complaint was confirmed based on failure analysis. A return material authorization (RMA) was issued to have the pmsc returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, system displayed some recoverable faults and one of the eyes on the surgeon side console (ssc) was black. The customer attempted to reseat the endoscope, but the issue remained. An intuitive surgical inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed the recoverable faults. The tse explained that the faults were related to the endoscope, and recommended swapping to a secondary endoscope. The customer stated that the second endoscope had the same issue. The tse recommended doing a hard power cycle on the ssc and vision side cart (vsc), but the caller declined as the surgeon was going to proceed with one eye. The customer stated they would perform the hard power cycle after the case and ended the call. The customer called back the tse several minutes later and stated that another hard power cycle on the vsc and ssc was performed, and a second endoscope was installed, but there was no change. There were no related errors in the system logs after the hard power cycle of the system. The customer was able to toggle between the left and right eyes at the vsc, but confirmed there was no image in the right eye of the ssc. The tse suggested to power off of the system and reseat the blue fiber cable. The caller was not able to perform those recommendations at the time. Procedure was completed as planned. No known impact or patient consequence was reported.